Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon ruptured. The lesion was 90% stenosed located in a calcified and moderately tortous shunt vessel. The mustang 5.0 x 20 mm, 40 cm was advanced to the target lesion and inflated at 14 atms, 20 atms, 24 atms, and 24 atms respectively. Upon the 5th inflation the balloon ruptured at 25 atms. The procedure was considered completed with this device. No patient complication were reported and the patient's status is fine.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was not returned for evaluation. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause of this event is user/use error. The complaint report states that the balloon was inflated past its rated burst pressure. (B)(4).